Event description:
Consumer reported, when taking her injection, the insulin flow would stop before she gets the complete dosage. Consumer is not sure if the issue is with the pen needle or the insulin pen. Lot: 3234634 catalog: 320550 date of event: unknown samples: yes cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.